Manufacturer narrative:
The valve was not patent. This precluded siphon, reflux, pressure-flow, and preimplantation testing. There was a large mass of proteinaceous debris inside the delta chamber that may have contributed to the lack of flow through the distal connector. The valve did not meet specifications for leak testing as there was a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device note that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." The instructions fur use also warn that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100 percent tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that allegedly the valve was not functioning properly. The device was explanted.